Event description:
Additional information later reported it was just a generalized statement about pump replacements in general and per the reporter not related to any specific patient or event.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported when discussing a different event regarding using a bovie (electrocautery device) on a catheter (refer to manufacturer report # 3004209178-2013-21607 for the specific event) that using the device on catheters was a practice that health care provider¿s (hcp) were used to doing, ¿especially during a pump replacement when the catheter is all coiled up and scarred down in the pocket¿. No further information was provided regarding the statement. Additional information has been requested, but was not available as of the date of this report.